Event description:
The customer reported the ECG is giving a high reading and out of spec for the amplitude test. Inaccurate ECG could impact the delivery of therapy.

Manufacturer narrative:
(B)(4). There was no patient involvement. The device was sent to the philips bench for evaluation. The reported symptom was reproduced. The issue was isolated to the parameter pca. The parameter pca was replaced to resolve the issue. The device then passed all required testing and was returned to the customer site for use. We are considering this a malfunction of the parameter pca.